Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a patient experienced a posterior capsule rupture during a cataract procedure. Procedure details were not reported. Additional information has been requested but not received.

Manufacturer narrative:
The customer did not request for servicing. Therefore, the equipment was not examined. Additionally, the serial number was not provided. Therefore, the root cause could not be determined at this time. All device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).